Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A (B)(6) man with a bmi of (B)(6) presented with severe hip pain and difficulty walking 7.5 years after a total hip arthroplasty. The femoral head fixation had been manually checked after firm impaction with a head impactor. Radiographs made at 7.5 years confirmed dissociation of the femoral head. During revision total hip arthroplasty, black corrosion material, consistent with metal wear debris, extruded after the capsule was opened. The head was separated from the trunnion, with severe trunnion damage. The acetabular component was exposed first, and the polyethylene was removed. The cup was deemed to be in an appropriate position, and thus a new liner was impacted into place. Because of the trunnion damage, it was necessary to remove the femoral component, which required an extended femoral trochanteric osteotomy. A modular revision stem and a size-3612.5 ceramic head were used to reconstruct the femur. Case 3.